Manufacturer narrative:
Implant regio 14 fractured. Construction was a implant retained removable upper jaw construction. Patient suffered from periimplantitis following bone loss and implant instability. Material analysis concluded inhomogenous mechanical overloading of the implant. Resubmitted due to submission error.

Event description:
Implant fracture. New implant already placed.